Manufacturer narrative:
The information submitted reflects all relevant data received. Implanted in 2005. Brand, sprint fidelis.

Event description:
It was reported that the lead was removed from service due to dislodgment and high impedance (>200 ohms). No patient complications have been reported since the lead was removed from service.